Event description:
Nurse gerty reported in her letter that she was observing a surgery procedure. During surgery, the surgeon was not able to catch the pins. Another device was used to complete the surgery.

Manufacturer narrative:
Visual examination, device history review, complaint history review, functional testing. Results: visual examination shows no visual discrepancies that would indicate that the device was non-functional. However, previous investigations indicated that the cam will no longer press against the headless pin with the required force to hold the headless pin in place while using the ratcheting mechanism during extraction. Device history review shows one reported visual discrepancy unrelated to this event. Complaint history review shows there has been other reported events since 2004. Functional testing indicated that the device is in working condition.